Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The ECG "a" was not recognized due to an electrical short. The root cause for the short could not be positively identified. No adverse event resulted from the damaged belt.